Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 14mm from the tip. There is blood present in the inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.